Manufacturer narrative:
No evaluation conducted to date, awaiting receipt of device. (B)(4).

Event description:
It was reported that during an acl procedure, the screw broke and disintegrated on implantation. Graspers and a driver were used to retrieve the broken screw. A backup device was used to complete the procedure. No patient injury or complications were reported.

Manufacturer narrative:
With minimal procedural details provided root cause cannot be established and it is undetermined if the correct surgical technique was used. The investigation could not draw any conclusions about the reported event with the clinical details provided. Device history record review confirmed there were no manufacturing inconsistencies.